Event description:
It was reported that both coils could not be detached during procedure and were removed from the patient. No patient injury reported.

Manufacturer narrative:
The devices have been evaluated and both implant coils detached normal with an in-house instant detacher. Model# and lot# of other coil involved: model# qc-5-10-3d; lot# 956153; dom: 03/14/2012; exp: 03/14/2015. (B)(4).